Manufacturer narrative:
D10: 304-21-11 - 10.5mm platform fx stem left: (B)(6), 320-10-05 - eq rev tray adapter plate tray +5: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq rev torque defining screw kit: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6), 320-31-40 - glenosphere, 40mm for small reverse: (B)(6), 320-35-07 - small sup./post. Aug glenoid plate,left: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 41 yo male patient, who had a left rtsa, underwent a revision procedure. The patient was revised due to a dislocation. The expanded glenosphere, constrained humeral liner, hrp stem and adapter tray +0 were exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded. No device images were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.